Event description:
First rptr's hands had been breaking out for about 2 yrs with a rash, red burning, bumps, dry, cracking, open & itching. Rptr had no idea what was happening. So they changed gloves & it helped for a while & then it got bad again. Rptr later started getting allergy problems & a lot of sinus infections & bronchitis. Finally one day rptr's throat started getting something like a lump in it & it started feeling thick on the inside. When rptr went to lunch the feeling went away in about 30-45 min. After they came back to work in about 1 hr it was back. Rptr went to an allergist & got a radio-allergo-sorbent test. Rptr is almost a level 2. Dr told rptr not to work in a med office any more.